Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no dev rtn to MFR? No, mfg date: 31-aug-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced tamponade from perforation. The apical tamponade caused a hole, pericardial puncture was performed, and drainage was performed. However, blood was not stopping, and the patient underwent thoracotomy in the operation room; the surgical hemostasis was performed and sutured. It was further reported that the septum was not fixated properly, so the contrast medium was leaked in the epicardial direction when a contrast study was performed to consider placement in the apex direction. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.